Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed two sample foam detection alarms and two abnormal aspiration alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 18 ng/l. The first repeat result was 121 ng/l. The second repeat result was 19 ng/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The e801 module serial number was (B)(6). The investigation is ongoing.